Event description:
It was reported that at routine ICD changeout, the leads were tested and it was found that the defib coil impedance was greater than 200 ohms. The pace/sense portion of the lead worked well. The lead was capped. No patient complications have been reported as a result of this event.

Event description:
It was reported that at routine ICD changeout, the leads were tested, and it was found that the defib coil impedance was greater than 200 ohms. The pace/sense portion of the lead worked well. Lead fracture was also indicated. The lead was capped and replaced. The device was reported to be depleted, and interrogation was not possible. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: defib conductor fractured; proximal segment returned for analysis. Initial analysis found the device had no telemetry and no pacing output. Further analysis found the battery fully depleted, which had caused the device to lose telemetry and function. The device was fully functional when powered with an external source. Nothing to indicate a battery short was found. Analysis results are inconclusive. Other text: it was reported that at routine ICD changeout, the leads were tested, and it was found that the defib coil impedance was greater than 200 ohms. The pace/sense portion of the lead worked well. Lead fracture was also indicated. The lead was capped and replaced. The device was reported to be depleted, and interrogation was not possible. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination lead conductor component/subassembly failure was out of specification in a manner that relates to event impedance, high lead(s), fracture of.